Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, a21 error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit was unable to download due to multiple a47 alarms in history screen. A47 are due to corrupted history file. Unit received with corroded battery tube, cracked belt clip slot, cracked lcd window and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. No further details were given. The insulin pump was returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.